Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted scratches on the case. The device was interrogated, and the battery status was good. However the device had multiple system resets and the memory was completely corrupted so the battery status had likely been reset. Additional testing was performed, and the device was able to pace and sense appropriately. No further analysis was able to be performed due to the corrupted memory, and the allegation was unable to be confirmed.

Event description:
Additional information received indicating this device was explanted for normal battery depletion. The device was later returned for analysis. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this pacemaker's battery longevity increased from 0.5 year to one year since last check. A competitor's atrial lead connected to this device was reported with an unknown issue for several years already. The clinician stated that the device was intermittently tracking noise and was programmed to non tracking mode for the past month. Boston scientific technical services (ts) explained that this programming changes might have caused the gas gauge to tick back up to one year remaining of battery life. There was no further information given on this event. To date, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that a magnet rate of 90 beats per minute (bpm) was observed on this implantable pacemaker. Boston scientific technical services (ts) discussed about bin changes and suggested some programming options or engineering analysis to be done. Additional information obtained from the field indicated that no intervention was done yet and no engineering analysis was performed. This device still remains in service. No adverse patient effects were reported.